Manufacturer narrative:
Failure analysis revealed that unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device did function properly. The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that their insulin pump was alarming no delivery and is treating with manual injections. Customer states that they were about to bolus when issue occurred. Customer declined troubleshooting after changing the infusion set. Advised customer the issue might be occluded insertion site. Customer's blood glucose level was 488 mg/dl at time of reporting. Nothing further reported.